Manufacturer narrative:
Concomitant medical product: 4193, lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation showed that the previous data session took place six months prior to the device being implanted. Diagnostic trends also dated back to the earlier date. The clinician indicated that it was most likely that the crt-d was not programmed per the parameters specified via the programmer at implant. Detections were turned on and then back off to initialize and allow collection of data. The device remains in use. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.